Event description:
It was reported that (1) device was used during a laparoscopic colectomy. It was reported by the affiliate that the er420 clips ejected (not into the pt). Another instrument was used to complete the case. There was no consequence to the pt.